Event description:
It was reported that the patient did not get coverage in the area of pain in their head stimulation, as it was not going high enough. The patient reported that the paresthesia in the left arm was too strong. An impedance check was performed and all were fine. The patient was sent for an x-ray to check lead placement. No further complications were reported or anticipated. Additional information was received from the manufacturing representative. It was reported that manufacturer customer service tried unsuccessfully for over an hour to adjust stimulation to cover pain. Additional information was received from the rep. It was reported that the rep tried reprogramming the stimulator following implant. The root cause of the stimulation being too high and coverage issue is unknown. The stimulation and coverage issue has not been resolved. The reps have not been provided with the x-ray results. It was reported that the root cause of being unable to adjust patient stimulation is unknown. No further patient symptoms or complications were reported.